Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of issues with high blood glucose levels and battery test. The customer's blood glucose level at the time of incident was 241mg/dl. The customer's most current level was 396mg/dl. The customer states their levels have gone up to 472mg/dl. Troubleshoot was conducted. The customer is being sent out tubing clamp in order to conduct high pressure test and complete troubleshoot. The customer was advised to conduct complete set change, monitor the device, and call back when supplies are received.